Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was drawing blood and had already spoken with doctor and on antibiotics, but it happened again. It's unclear if lot number was requested. Used with female wicks. No additional information provided.

Event description:
It was reported that the pt said is drawing blood, has already spoken with doctor and on antibiotics but it happened again. It's unclear if lot number was requested. Used with female wicks. No additional information provided per follow up information received via email on 24sep2025, it was reported that don't remember the date we purchased unit and catheter. The first week was attempting to get used to the catheter because it was leaking. After a few nights the second week I noticed the catheter and the pad underneath had a brown/rust color to it. The following night the color was more pronounced and my wife said she was starting to burn like a uti. Called the doctor, she sent antibiotics and I took in a urine sample. 5 days later the sample came back as positive and the antibiotic would not work on this pathogen. Another antibiotic was prescribed and she got better in 5 days. We attempted to use the catheter/system again but as soon as the urine/catheter /pad started getting dark, we stopped using it all together. Pics included are from the second night mentioned above and the label of the catheter box. Thanks for your help in this matter.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, warnings: to avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams). Do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Do not use on users with skin irritation or breakdown at the site. Recommendations: check position of the product after repositioning the user. Users may transition (e.g., bed to chair), but the product should be removed if they are up and walking. Reposition the product and check the user¿s skin at least every 2 hours. Placing the product snugly between the inner labia and buttocks holds it in place for most users. Breathable underwear may be useful for securing the product for some patients. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b, d, f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt said says is drawing blood/has already spoken with dr and on antibiotics but it happened again. It's unclear if lot number was requested. Used with female wicks. No additional information provided.